Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 216 mg/dl, and the meter bg reading was 360 mg/dl. Reportedly, the customer went to the emergency room for elevated bg of 400 mg/dl and was later hospitalized. The customers bg reached 460 mg/dl. The customer was treated with a correction bolus and intravenous fluids. Customer reported having a moderate amounts of ketones, but not reported as life threatening. Customer was released from hospital on (B)(6) 2020 in stable condition and issue resolved. A replacement sensor was sent to the customer.

Manufacturer narrative:
B5, h1, patient codes.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 216 mg/dl, and the meter bg reading was 360 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.